Event description:
It was reported that the ilet was not charging with the original charger, and the user was able to charge the device using a third-party charging pad, indicating a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a power source problem consistent with a charging problem localized to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.